Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies found. However, it was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right atrial lead dislodged. The physician removed the lead and implanted a different lead. No patient complications have been reported as a result of this event.